Event description:
Per the clinic, the patient experienced a poor performance with the device subsequent to a tip foldover and migration of electrodes. Scar tissue was found within the inner ear. Subsequently, the device was explanted on (B)(6) 2025 and the patient was re-implanted with a new device during the same surgery.